Event description:
In 2001 the end-user's parent called minimed, USA and stated that it was discovered that leak was present in tubing. Bg 382. Leak was at bottom of bell-shaped luer connector where tubing connects with connector itself. On august 6, 2001 maersk medical received the complaint and 1 used tubing. The near-incident took place in USA.